Event description:
Additional information received reported that there was no response from the implantable neurostimulator (ins) and they could not charge or interrogate the ins. It was noted that the patient lost therapy. It was stated that the ins "stopped working and there was no response". It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the stimulator ins hybrid circuit had a copper trace anomaly and the ins was stuck in a ¿power on reset¿ loop.

Event description:
It was reported that the patient had no stimulation sensation and never had therapeutic effect. It was reported that the stimulator was not on and the patient tremors had returned. The patient went in to see healthcare provider four day before reported event and had ¿some¿ reprogramming. It was noted that the patient recharged the day after reprogramming and the battery was at 75 percent full. It was noted two days later that the stimulator was off and no therapy was being delivered. It was reported that the patient met with a manufacturer representative and could not get the stimulator to turn on. Later that day it was reported that there was a telemetry issue. It was noted that the stimulator was unable to communicate with clinician programmer. The patient attempted to recharge the stimulator three days after seeing the healthcare provider and was getting the poor communication screen on the recharger and the patient programmer. It was noted that the patient was getting lots of pain, paralyze and return of tremors. It was reported without the stimulator, this was what the patient would be feeling. It¿s unclear for the report of ¿tongue¿. Antenna locate was performed and was getting the range of 60-64. It was reported that the poor communication screen was continued to be seen. A ¿dead battery¿ was confirmed by the healthcare provider which was indicated to be an early depletion. Later that day it was reported that the patient was unable to get out of the car due to loss of therapy. It was noted that a second attempt was made to interrogate the stimulator and upon interrogation with the clinician programmer a message appeared which was invalid serial number has been detected. It was noted that the patient typically charges every other day and tops off was at 75 percent. When the patient left the healthcare providers office four days before reported event, the patient had good therapy. It was noted that the patient tried to recharge over the weekend and loss communication with patient programmer and stimulator. It was noted that there was no events, procedures or issues to account for event. It was noted that the manufacturer representative was getting another implantable neurostimulator recharger to try to be thorough and if it does not work they will be taking patient immediately to surgery to replace the stimulator. It was verified that there was no overdischarge events in the past. Later that day it was reported that the patient did charged to full the day before without any issue. It was noted when the patient attempt to communicate with the patient programmer, the patient was seeing 2.11 on the patient programmer. It was noted that they had tried with and without the antenna and the poor communication screen continue to be seen. It was also noted no eventful situation since last charge to now. It was noted that the patient was scheduled to see the healthcare provider but patient cannot make the appointment. The next day it was reported that the family member helps with charging. It was noted that there was never an issue with recharging in the past. It was unknown how shallow the stimulator was placed. It was noted no medical procedure was performed around the time the issue started. It was reported that three physician recharge mode was performed with no resolution and after the third one a message on the clinician programmer showed invalid serial number. It was also noted that another implantable neurostimulator recharger was tried as well. It was reported that the stimulator was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64002, lot# n245785, implanted: (B)(6) 2011. Product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# v003448, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v003448, implanted: (B)(6) 2006, product type: lead.(B)(4).

Event description:
Additional information received reported that the patient had excellent therapy once it was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.